Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized due to high blood glucose of 451 mg/dl and diabetic ketoacidosis on (B)(6) 2017. They were also experiencing high blood glucose of 425 mg/dl. Customer mentioned that since saturday the insulin pump was delivering insulin however it would not bring the customer's blood glucose levels down. Customer had to treat with manual injections. Customer's symptoms were high blood glucose and dehydration. Customer was treated at the hospital and they lowered the customer's blood glucose to 217 mg/dl and hydrated. Customer was wearing the insulin pump at the time of the hospitalization. Customer last changed the infusion set on (B)(6) 2017. Troubleshooting was partially performed as customer declined to check for air bubble or leaks and issues with the site or insulin. However customer agreed to perform the high pressure test, the test was performed and it passed. Customer was advised to change out the reservoir, infusion set, and reservoir. The insulin pump is not returning for analysis.